Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse performed deep cleaning of low cell 2 mounting bracket and connection point, reference blocks, flow cell inlets, dispensers, mix units and mix paddle and replaced gouged sample pot and all four buffer valves which resolved the issue. Age or date of birth, weight,and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneous na (sodium) generated on their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer verbally provided examples of the erroneous results for three (3) patients.